Event description:
The event is reported as: the customer reports that the green sheath that covers the fiber-optic light source had fallen off the blade before inserting the blade into the pt's mouth. No report of a pt injury.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.